Event description:
During biomed testing the device displayed "pacer fault 116". The customer also observed a defeb fault but unsure of the exact fault. Complainant indicated that there was no patient involvement in the reported malfunction.